Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting for high risk percutaneous coronary intervention. The impella cp was selected for hemodynamic support. During support, the patient endured an access site bleed. Multiple units of blood products were delivered as treatment.